Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information/the device becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported that patient's left hip was revised due to a loose stem. Patient was revised to a restoration modular stem with a ceramic head and an adm/mdm liner construct.